Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that after wearing the pod on the leg longer than 48 hours, the blood glucose (bg) levels were "high" >27.8 mmol/l (>500 mg/dl) and the site was irritated with a lump that was infected. The patient contacted the health care provider (hcp) who sent a prescription for the infection (information of prescription not provided). Hyperglycemia was treated by patient administering insulin through a manual injection and activating a new pod.